Event description:
It was reported that a large volume folfusor underinfused during infusion. The pump did not fully infuse the antibiotics and had more than 25% left in bottle after 24 hours. The issue occurred during use. The device contained 18000 mg of piperacillin/tazobactam in 230 ml of 0.9% sodium chloride (nacl) solution. A midline catheter was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d4, h4, h6, and h11: h4: the lot was manufactured between november 15, 2023 ¿ november 17, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and fluid inside the device¿s bladder was observed which suggests a possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.